Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: distal fiber breakage, dents on distal edge, minor cracks on side of video connector and image out of field view. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the bent and dents on outer tube and the scope failed light transmission caused by the defected outer tube. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had a foggy image. The issue was identified during reprocessing. There were no reports of patient involvement.

Event description:
It was reported that the subject device had a foggy image. The issue was identified during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.